Manufacturer narrative:
D6; device returned with no lot # identification. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.visual inspections and results: lockout position: acde fired bf unfir; cartridge condition: a 1/3 fired bf unfir; cartridge return batch number: ab ej0033 c ej00; intrument number: 135. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: good; condition of yoke: good; test cartridge batch # j00k0w.

Event description:
During a thoracoscopy. On third firing, the device would not fire. The device may have prefired before by accident. The staples were malformed and the device did not cut. Another ez35w to complete the case. Clinical follow up: 1/29/97 1356 message and 800# left for md call back. 1/29/97 1401 surgeon called back and stated he was annoyed at being called -"this is the third time I have been contacted about this."